Event description:
It was reported that an inside-out abrasion was clearly visible between the svc and rv coil when an x-ray was performed. The lead was capped and a portion was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was cut in the field and only 17cm of the proximal portion was returned. The reported insulation anomaly was confirmed via review of provided x-rays. Damage was observed at the distal part of the lead and the blue cables were exposed. Without return of the entire lead, a complete analysis could not be performed. The returned lead portion exhibited normal electrical characteristics.